Event description:
It was reported by service report that the foot section skin is torn with sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Esults - foot section skin.